Manufacturer narrative:
A ge oec service rep removed and replaced the bad surge suppressor pcb. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The hospital was unable to, or would not provide any pt info relating to this issue.

Event description:
The ge oec 2800 uroview fluoroscopy system would not boot and the facility engineer reported a bad surge suppressor.